Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: star driver tip is stripped. Reclaim piece: the nut is stuck and won't release. Articulating surface has a broken spring. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the threaded cap was jammed with the upper pull rod. Additionally, nicks were found along the threaded cap. No other damage was observed. A functional test was performed manually and was able to replicate the reported jammed condition due to the subcomponents were unable to disengage after multiple attempts. The observed condition of the device could be consistent improper alignment and care while threading the cap or a combination of heavy use and prying motions applied. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the reclaim assem upper pull rod would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: d9. Corrected: h3.

Event description:
It was reported that the star driver tip is stripped. The relcaim piece's nut is stuck and won't release. The articulating surface has a broken spring. There were no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.